Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient presented with persistently elevated lactate dehydrogenase (ldh). The patient also reported of elevated plasma free hemoglobin and low haptoglobin. The manufacturer¿s technical services representative reviewed the submitted log file and reported there were no remarkable trending in the pump parameters and the event history is normal. There is no noted evidence of pump thrombosis by elevated flow or power. Further information was requested, but not provided.

Manufacturer narrative:
Analysis of the system controller log file appeared to show the system operating as intended and a direct correlation between the left ventricular assist system (lvas) and the patient¿s elevated lactate dehydrogenase (ldh) could not conclusively be established. The submitted log file contains data from 26nov2017 at 22:06:51 through 11jan2018 at 15:14:31. The majority of data appeared to show routine power source exchanges. The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured and the system appeared to be operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.